Event description:
Device malfunction: none. Time of device malfunction: post vessel closure. Symptoms/ae: surgical intervention. In 2009, it was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, four months later, the pt returned for a diagnostic procedure. A non-abbott micro puncture procedural sheath was advanced and "bulls eyed" the existing starclose clip resulting in the procedural sheath being shearing off. A cut down procedure was performed to remove the sheared off piece of sheath and the starclose clip. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.